Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va20qrr, implanted: (B)(6) 2020, product type lead. Section d information references the main component of the system. Other relevant device(s) are product ID: 3889-28, serial/lot #: (B)(6), ubd: 22-jun-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on 2025-oct-29 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's pain control doctor recommended an MRI of their lower back and left leg. The patient stated the healthcare provider (hcp) had removed the battery but not the lead, and the patient was wondering if it was ok to have the MRI. Additional information was received from an hcp on 2025-nov-04. The hcp reported that the patient's ins was explanted and there was a lead fragment left retained in the patient's sacrum. The hcp inquired if the fragment was eligible for MRI. The hcp stated the ipg and partial lead were removed on (B)(6) 2025 at (B)(6) medical center and provided the name of the doctor that did the procedure. The hcp read from the operative report stating that, "leads were cut, additional incision was made, the lead was dissected down to the sacrum but was unable to be removed and was then coiled and placed under the skin of the wound". The hcp noted the patient's reason for needing an MRI was because they were having "issues with their lower back".